Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The downstream occlusion alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a missing shim for the striker plate. To correct the condition, the shim was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-80 occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.